Event description:
In 2006 the physician placed the main body graft, iliac leg grafts, and an iliac leg extension. The final angiogram noted a proximal type I endoleak. However, the lead did not extend very far distally, so the physician thought it would seal off on its own. After one week the endoleak persisted and the physician elected to place a main body extension. The leak was resolved.